Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a low, out of range shock impedance measurement (0 ohms). The health care professional (hcp) indicated that all measurements up to that point had been acceptable. Additional information indicates that there have been no further issues. The patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.